Manufacturer narrative:
Additional info has been requested and if available, it will be submitted in the supplemental report.

Event description:
It was reported that, "spring in patella caliper came out when scrub tech grabbed it from the tray."